Event description:
It was reported that pump displayed malfunction alarm with code and there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance using provided instructions, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.